Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2024 was used as estimate, as it was reported that onset date for patient symptoms was december 2024.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, erosion and pain. A surgical procedure was performed, during which pump and cuff were removed and replaced. There were no device issues and no further patient complications reported.